Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the paxgene® blood dna tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "black granules are adhering to the inside of tube."

Event description:
It was reported when using the paxgene® blood dna tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "black granules are adhering to the inside of tube.".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-mar-2022. H.6. Investigation: bd received one (1) sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter (black granules) embedded inside the tube wall with the incident lot was observed. Additionally, the sample was further evaluated by fourier-transform infrared spectroscopy (ftir) testing and the embedded foreign matter most closely resembles the tube poly ethylene terephthalate (pet) material. Embedded foreign matter is a cosmetic defect, as it is isolated from any specimen. One hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of embedded foreign matter was not observed, as no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of embedded foreign matter (black granules) based on the returned sample testing; however, retention samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode.